Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-01631. It was reported that patient experienced ineffective stimulation due to high impedance observed on the lead contacts. Patient went into MRI and the device was not able to enter MRI. Upon x-ray review, lead fracture was observed near the anchor of the lead. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The event of autoreducing due to high impedance was reported to abbott. The patient was not able to enable MRI mode. Patient has not been scheduled for surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.